Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "hair in sterile container with patella implant, opened another same size. Never brought to sterile field, as scrub noticed hair."